Event description:
The MFR received info alleging a pt expired when a millennium concentrator failed to alarm during a power outage. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the investigation is complete.